Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 762 mg/dl and diabetic ketoacidosis. Customer was treated with unspecified intravenous fluids. At the time of the report, the customer was still admitted in the hospital. Customer alleged the pump did not deliver insulin as intended. During troubleshooting with tandem technical support the pump time was found to be inaccurate. Customer did not report how the pump time became inaccurate. Customer reverted to an alternate pump for insulin therapy and declined to provide further information. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made to follow up with the customer on the reported issue, however, a response was not received.